Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device penetrates the myometrium slightly on right side.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis (adenomyosis of myometrium), uterine prolapse (uterine prolapse), uterine bleeding (abnormal uterine bleeding) and uterine leiomyoma (uterine leiomyoma). In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural pain ("the initial insertion was very painful"), abdominal distension ("bloating/ tummy swelling"), abdominal rigidity ("tightness in abdomen") and abdominal discomfort ("had kick like feeling in tummy"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the embedded device, procedural pain, abdominal distension, abdominal rigidity and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, embedded device and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: medical device removal and procedural pain ¿concerning the injuries reported in this case, the following one/ones were described in medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received: reporter added, medical history added, event medical device removal updated to device penetrates the myometrium slightly on right side. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterotomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("the initial insertion was very painful"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: medical device removal and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. New event added: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hystectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("the initial insertion was very painful"), abdominal distension ("bloating/ tummy swelling"), abdominal rigidity ("tightness in abdomen") and abdominal discomfort ("had kick like feeling in tummy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain, abdominal distension, abdominal rigidity and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: medical device removal and procedural pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event - bloating/tummy swells, tightness in tummy, kick like feeling in tummy and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('the initial insertion was very painful') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hystectomy). Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: painful insertion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.